Event description:
During a reversal, hartman procedure on 2/22/97 or 2/23/97, after firing the device across the rectum, the surgeon opened the device and "anastomosis fell apart". The surgeon oversewed the anastomosis. There was no consequence to the pt.